Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not connect to es server. A field service engineer configured the station to use dynamic host configuration protocol (dhcp) to establish network connectivity. Since the station had been in storage and was running version 1.5.2, the engineer replaced the all-in-one (aio) unit and reimaged the station to version 1.6.1. The station was then renamed to endo, synchronized with the server, configured drawers, and cleared failures. The registered pharmacist tested login and confirmed that all failures were cleared. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis moved to new location but showed disconnected icon and failed to update name or connect to es server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.